Event description:
A discordant, (B)(6) result above the cutoff for mandatory confirmation testing and a discordant, (B)(6) result were obtained on one patient sample on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate instrument, resulting (B)(6) for (B)(6). The sample was repeated on the same instrument after service, also resulting (B)(6). The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered the aspirate probes were clogged. The cse cleared the clog and replaced the ring sensor. The cse also replaced a defective global input/output board and the y fitting on the waste reservoir due to a clog. The cse flushed the lines and primed the system. The cause of the discordant, (B)(6) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.